Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference# 1627487-2019-11939. It was reported the patient underwent surgical intervention on (B)(6) 2018. During the procedure, the patient¿s leads were explanted and replaced. The reason for the explant is unknown at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.